Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309695; batch # 4122242. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Just want to bring this to your awareness, below are pics of sin# 362157 sterile control syringe 10ml. When the or team opened it, it was dirty.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Foreign matter. One sample and three photos were provided to our quality team for investigation. Through visual inspection, it was observed that the sample has a brownish discoloration present on the thumb grip. Fourier transform infrared spectroscopy (ftir) analysis was performed, and the most likely match found is grease used in the manufacturing process. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path internal to package defect is associated with the molding process. As corrective action, quality alert will be issued to the plant. Furthermore, a device history record review was completed for provided lot number 4122242. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.